Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/12/2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver functional testing, manual "try it" testing and global receiver communication tool testing was attempted but could not be performed since the receiver was found to be perpetually rebooting. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui board was detached to download the receiver log. The customer's complaint could not be confirmed because no data was available for review within the investigation window. The receiver case was opened for interior inspection and passed. The speaker sub-assembly was tested and verified to be working properly. Speaker resistance was measured and was found to be within specification. The reported event of an intermittent audio output was undetermined. A probable cause could not be determined.